Event description:
As reported by the field clinical specialist (fcs), approximately 5 years post tavr with a 26 mm sapien 3 valve in the aortic position, the patient presented with dyspnea and fatigue and underwent a viv procedure due to stenosis and one leaflet was immobile. The physician placed a new 26 mm sapien 3 ultra valve, gradient of 6 with good expansion. Upon follow up, the fcs did not know what the ava was, but less than .05 selected on drop down. The endocarditis mentioned was over 6 months ago. Patient did not have current infection at time of 2nd valve procedure. Patient experienced persistent infections and uti's throughout the years leading up to the second valve being needed.

Manufacturer narrative:
Investigation is ongoing.